Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with silkam suture. The client reported that the suture broke when the doctor pulled it out to tie the patient's vessels. This situation occurred prior to use on the patient and there was no injury to the patient. Additional information has been requested.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed 1,908 units of this code batch. There are no units in stock. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Remarks: when working with silkam® great care must be taken to ensure that the use of surgical instruments, such as tweezers or needle holder, does not lead to crimping damage of the suture. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.